Event description:
Customer reported intermittent a-d channel 10 failure message displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and adjusted the ma nulls. System operates as intended.